Manufacturer narrative:
As reported in a research article, a trifecta valve was replaced with a valve-in-valve due to stenosis and high gradient. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a 23mm trifecta valve was successfully implanted. On an unknown date a valve in valve was performed due to prosthesis stenosis, increase gradient of 134 mmhg. There was a delay in procedure was reported. Patient status is unknown. Additional information cannot be obtained.